Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with two carto vizigo¿ 8.5f bi-directional guiding sheaths ¿ medium and air flows back into the side port issue occurred. It was reported that air was drawn into the vizigo¿ when the qdot was inserted (small bubbles). An experienced doctor has done the same workflow as always. This also happened with the second vizigo¿ with the same lot number. At the third lock the error was gone (different lot number). There was no air being introduced into the patient. The physician performed maneuver to eliminate bubbles. There was no medical intervention required and the patient did not exhibit any neurological symptoms since the procedure was completed. There was no patient consequence. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. Microscopic examination of the hemostatic valve surface did not show stress marks on the outer diameter. Then, an irrigation test was performed, and no leakage, air, or bubbles were observed. Device history record (DHR) was performed for the finished device number lot 60000040 and no internal actions related to the complaint were found during the review. Based on the completed DHR, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated with appropriate information. The issue reported by the customer was not confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The optimal device performance (odp) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2023-01508 for product code d138502 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium) (2) MFR # 2029046-2023-01509 for product code d138502 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium)

Manufacturer narrative:
B3. Date of event: the event date is unknown. As a result, the 1st day of the year has been entered as the event date. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2023-01508 for product code d138502 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium) (2) for product code d138502 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium)

Event description:
It was reported that a patient underwent a cardiac ablation procedure with two carto vizigo¿ 8.5f bi-directional guiding sheaths ¿ medium and air flows back into the side port issue occurred. It was reported that air was drawn into the vizigo¿ when the qdot was inserted (small bubbles). An experienced doctor has done the same workflow as always. This also happened with the second vizigo¿ with the same lot number. At the third lock the error was gone (different lot number). There was no air being introduced into the patient. The physician performed maneuver to eliminate bubbles. There was no medical intervention required and the patient did not exhibit any neurological symptoms since the procedure was completed. There was no patient consequence. The air flows back into the side port issue is MDR reportable.